Manufacturer narrative:
The investigation into the reported low purge flow and no high purge pressure alarm was completed. The data logs were received for evaluation. Analysis of the data logs revealed a gradual increase in purge pressure throughout the third day of support with a concurrent decrease in purge flow. The "purge pressure high" alarm did not trigger, however the "purge system blocked" alarm occurred repeatedly the following day. Additionally, the "suction" alarm triggered throughout support. No other abnormalities were noted. The device was not returned; therefore, the root cause of the high purge pressure was unable to be determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 65-year-old male implanted with the impella 5.5 noted that the pump did not alarm when purge flow dropped below limits. The rn recognized when flow was 0.5 ml/hr and called for help. The purge cassette was changed and tpa protocol was then initiated, but neither method resolved the issue. The next day the patient received purge outflow blocked alarms. There were no reports of harm to the patient.